Event description:
It was reported that a vns patient who was recently implanted was having vocal cord issues, provided to be vocal cord dysfunction. It was stated that the patient was a tough case in surgery as he had tried to attempt suicide multiple times in his life and he had a lot of scarring on his neck. Additional relevant information has not been received to-date.